Manufacturer narrative:
On the follow-up_01 medwatch #1828100-2015-01041, should have read: "the pst reconnected the display and repeated functional testing with no blanking of the display." The reported complaint was not confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the display on roller pump was blank. The device was not changed out, as the pump still functioned and they were able to use the central control monitor (ccm) to control the pump. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The field service representative (fsr) could not verify the reported issue of the display not coming on. The fsr opened the roller pump to check connections and found the pem nuts were broken that hold upper and bottom housing of the pump together. The fsr returned the suspect device to the manufacturer for further evaluation. During the laboratory evaluation, the product surveillance technician (pst) observed the roller pump display to function properly, there was no loss of display observed during evaluation. The pst attached the roller pump to the lab-use only (luo) power supply/network interface card (nic) and powered on. He placed the roller pump in forward direction and increased speed to maximum and observed no blanking out of display. The pst randomly tested the display controls and occlusion setting for five hours, and observed no blanking out of display. The pst powered off the pump and placed in cold chamber overnight at 10 degrees celsius. The pst retrieved the roller pump from cold chamber the following morning and repeated functional testing steps. He observed no blanking out of the display, and powered off the roller pump. The pst performed display board connector and cable agitation testing while monitoring the display and observed no blanking of the display. He powered off the roller pump, removed the display assembly and disassembled. He performed display, graphics driver board connector, cable and circuit board inspection and observed no anomalies. He measured q-210 for opens and shorts with no anomalies observed. The fsr reconnected the display and repeated functional testing with no blanking of the display. He then ran the roller pump for additional 24 hours and observed no blanking out of the display. The roller pump will be sent to service for further evaluation.